Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the iliac artery. When the 0.035 amplatz guidewire was introduced into the distal part of the 12x60x75 epic vascular stent, it was noted that the stent partially deployed. The device was removed from the patient and the procedure was completed with another epic stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The stent was inadvertently deployed approximately 3.3cm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the iliac artery. When the 0.035 amplatz guidewire was introduced into the distal part of the 12x60x75 epic¿ vascular stent, it was noted that the stent partially deployed. The device was removed from the patient and the procedure was completed with another epic¿ stent. No patient complications were reported and the patient's status was stable.